Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, increased pacing lead impedance and high capture threshold were noted on the right ventricular lead. Programming change was made. No noise was reproduced with pocket manipulation and isometrics. Patient's condition is fine.